Manufacturer narrative:
The customer's report of unit will not power on was observed during review of the device data logs. However, the device passed full functionality testing without duplicating the report. The shields on the analog pcba were observed to be loose during service disassembly. The analog board was replaced. The customer's report of colors showing up on monitor was not replicated or confirmed. The log does not capture display related issues. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.